Event description:
It was reported, the lower display menu 3 is dim. It was explained by the technical consultant that menu 3 is for rap (rapid atrial pacing) and when any function is inactive or not enabled. The device was restored to service. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.